Manufacturer narrative:
Correction: h6 - health effect - impact code updated to unexpected medical intervention to reflect programming changes performed.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. Patient condition stable before, during, and after.